Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -15.0/3.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.